Event description:
The customer states there was smoke coming from the unit in the operating room. (B)(4).

Manufacturer narrative:
This is a known issue. The warm air 135 unit is included in the recall number z-0035-2010. (B)(4).